Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed the coil was kinked, stretched and was broken, most likely during manipulation of the coil against originally reported friction inside the microcatheter. There was damage to suture as well. Functional testing could not be performed due to the damaged condition of the returned device. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable there was friction met inside the microcatheter due to some procedural/anatomical factors encountered during use, therefore, an assignable cause of procedural factors will be assigned to the investigation.

Event description:
Analysis of the returned device revealed the main coil had fractured during use. There was no clinical consequence to the patient.